Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the customer that, the plastic nipple broke on pneumatic switch on back of the motor drive unit. The caller did not have any other information about problem or procedure. No patient consequence reported. The customer also ordered replacement parts which included one pneumatic footswitch assembly, one cpc connector, and one cpc nut.